Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. Two devices were found to be affected by corrosion. One device was found to have broken-down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device overheated. Two reported events had no patient involvement; no patient impact. One reported event had patient involvement with unknown patient impact.